Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was observed on the atrial lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating high capture threshold was observed on the atrial lead following previous device reprogramming. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.